Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare provider reported right-side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation was received on november 03, 2022, with lot number 3304139. Based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening on radius side assessed to a fold flaw opening and a puncture opening on anterior assessed as to surgical damage like. Additional observations: crease fold observed in the device. No further actions are required as the device was implanted.

Event description:
Healthcare provider reported right-side deflation. Device has been explanted.